Event description:
Black particles in bacterial filter. I wish to have the filter tested for identification of chemicals. Bullae of lung consistent with copd. My son has muscular dystrophy and is (B)(6). Has never smoked a cigarette in his life. FDA safety report ID# (B)(4).